Manufacturer narrative:
Device evaluation anticipated. The analysis has not yet been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that the tricut blade broke when the doctor started the procedure.

Manufacturer narrative:
The product analysis indicates that one opened sample of part number (B)(4) from lot number hg1nzmg was received and confirmed the reported issue (broken blade). There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluated the device. Visually, the distal tip had broken off of the inner cutter which would have resulted in the reported event. The portion that became detached was not returned; however it would have measured approximately 0.25¿ in length. The break occurred at the first proximal tooth valley, and the outer assembly teeth were deformed in such a way that indicates the inner blade teeth impacted the outer teeth contributing to the observed break. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.